Event description:
It was reported intermittently that the customer experienced multiple past blood glucose (bg) levels that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown. Customer performed a supply change to address bg level for all events. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.